Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Examination of the returned device noted that the stent was fully deployed and had no anomalies. A visual and tactile examination of the shaft of the device found no issues. It was noted that the shipping mandrel was also returned. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is handling damage.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was intended to be used during an endoscopic retrograde cholangiopancreatography procedure to treat a bile duct stenosis, on (B)(6), 2011. According to the complaint, during preparation, as the stent was removed from the packaging, the stent prematurely deployed when the shipping mandrel was removed. The procedure was completed with another wallstent rx biliary endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was intended to be used during an endoscopic retrograde cholangiopancreatography procedure to treat a bile duct stenosis, on (B)(6), 2011. According to the complaint, during preparation, as the stent was removed from the packaging, the stent prematurely deployed when the shipping mandrel was removed. The procedure was completed with another wallstent rx biliary endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.